Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the guidewire became stuck in the venous os petrosum. When retracing the guidewire, the tip broke off. No action was taken by the physician and the guidewire tip remains inside the patient. The procedure was completed using a different device. The patient is reported to be stable without symptoms post procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the polyurethane segment was separated at the distal tip of the guidewire; however, magnified examination of the core wire showed the core wire was not fractured. The polyurethane coating had been ripped on its distal tip and the core wire was protruding through the polyurethane. The guidewire was bent on several places along its length. The guidewire polytetrafluoroethylene (ptfe) was slightly scraped off at approximately 108.0cm and along its proximal length from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with a sharp object. The device directions for use (dfu) precautions that excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire. Therefore, the cause for the observed scraped/peeled ptfe appears to be user related. The hydrophilic coating was confirmed to be present on the guidewire. The polyurethane coating proximal end was examined and it was conforming to its specifications. Images of the separated polyurethane section showed enough evidence, combined with details from the event, to suggest that the break occurred from tensile overload. Additional information stated that the anatomy was extremely tortuous and the guidewire was retracted with force when it got stuck in the anatomy resulting in the reported event and limiting the performance of the device. Based on the information available and analysis results a probable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the guidewire became stuck in the venous os petrosum. When retracing the guidewire, the tip broke off. No action was taken by the physician and the guidewire tip remains inside the patient. The procedure was completed using a different device. The patient is reported to be stable without symptoms post procedure.